Manufacturer narrative:
The production device history record (DHR) for this cardiosave intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was unable to duplicate the customer's reported issue. During evaluation, the stm observed saline contamination on the connections and stripped out drive regulator. The stm replaced the drive regulator, the coiled cord cable and the backplane to coiled cord cable then completed all safety, functionality, and calibration checks and all tests passed to factory specifications subsequently, the stm cycled the iabp unit on a balloon and simulator for 2 hours before the iabp was cleared for use and returned to the customer. (B)(6).

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) experience a "boot up" issue. It was later clarified that the iabp unit would not power on, displayed a spinning circle, and generated a high pitched alarm. There was no patient involved; thus no adverse event reported.